Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a health care provider via a representative regarding a male patient in (B)(6) who was receiving morphine 40 mg/ml at a dose of 9.5 mg/day via an implantable pump. The lot number, concomitant medications, medical history, lot number of the catheter, and implant date of the pump were not obtainable. The indication for use was not provided. The implant date of the pump was also no it was reported that during normal use due to loss of effectiveness, loss of therapy, more pain, the physician replaced catheter and pump. The estimated elective replacement indicator (eri) of the pump was two months. Troubleshooting was noted that the refill volume was "always" correct. During explant, black material was found in the holes of the catheter and also at the connector. It was unknown if the issue was resolved and the patient's status was reported as alive-no injury at the time of the report. Additional information has been requested regarding information not provided and clarification of the event including the patient's symptoms related to eri, allegations of the pump, event date of when the patient's noticed the loss of effectiveness. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis found a tear in the seal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis also found dark residue occluding the dispensing holes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 additional information from the representative was received who indicated that the pump's eri was normal and expected eri. In regards to the patient's symptoms being related to the pump or the material found during the replacement, the representative noted they did not know why the symptoms were there. The replacement of the catheter was "planned in" prior to the surgery due to the loss of effectiveness. The patient had first start to observe the loss of effectiveness, loss of therapy, and pain for 1.5 years (event date estimated). However, the representative was informed about the problems the day of the surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.